Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the black introducer got stuck in the sheath and the end snapped off when they tried to remove it. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, device history record, manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned one used liver access and biopsy set for evaluation. Visual examination of the returned device indicated that the angiography catheter and rm-14xt needle were returned lodged together inserted in the rfep sheath. The rfep sheath was removed exposing the needle and catheter. Inspection revealed the needle shearing an approximately 3cm section of the catheter at the distal end. The catheter hub was separated from the proximal end; most like due to the force used attempting to remove the catheter from the rm-14xt needle. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints of this failure mode for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.